Event description:
Procedure: unk; patient sex: unk. Reportedly, when the device was applied, the staples did not form properly on one side of the staple line. The staples on the other side of the staple line remained open.

Manufacturer narrative:
The hospital reported two possible lot numbers involved in this report. However, the lot number involved is not known. Additional lot# n6g406m.